Event description:
Some abrasion and skin tearing on patients face.

Manufacturer narrative:
A user facility reported on 4/21/2023, that there was some abrasion and skin tearing on patients face after use of a surgical head positioner. The head positioner is not available for return. A supplier corrective action request (scar) will be sent to cassemco inc. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report once more information is concluded from the investigation.

Manufacturer narrative:
A supplier corrective action request (scar) was issued to the foam supplier cassemco. Root cause: was determined to be unknown by the supplier as found all inventory was within conformance standards. Corrective and preventative actions: cassemco did not take any corrective or preventative actions as no problem was found. Because no lot number was given, deroyal industries reviewed the last three lots sent to complaint reporting customer, and no issues were found. Deroyal also reviewed inventory and found it to be acceptable. No engineering changes or corrective action or preventative actions were found to be related to this issue. A complaint to sales ratio was calculated between april 2021 to may 2023 sold (B)(4) units of the finished good ((B)(4) eaches) and during that same period received one complaint. This creates a ratio of (B)(4). Deroyal will continue to monitor for trends surrounding this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.